Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that in 2007 during the change of a drainage bag, the attachment of the blue cap broke. The cap was lost and consequently the bag could no longer be used.